Event description:
It was reported that the bed had no power. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the bed loss of all electrical functions due to the cpu board assembly being damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the bed had no power. Supplemental submitted as the investigation concluded that the bed loss of all electrical functions due to the cpu board assembly being damaged.